Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified distal right coronary artery. The physician advanced a 15mmx1.50mm apex push balloon to dilate the lesion. The apex push balloon was inflated to 6atms and ruptured on the first inflation. The procedure was completed with another 15mmx1.50mm apex push balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified distal right coronary artery. The physician advanced a 15mmx1.50mm apex push balloon to dilate the lesion. The apex push balloon was inflated to 6atms and ruptured on the first inflation. The procedure was completed with another 15mmx1.50mm apex push balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device found that the hypotube was kinked at various locations along its length. The device was attached to an inflation unit and a pinhole leak was noted in the balloon over the proximal edge of the markerband. Microscopic examination of the balloon material and the markerband could not identify any anomalies which could have potentially contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).